Event description:
Initial results for glucose 1 mg/dl, bicarbonate 3 meq/l and alp 0 u/l. Repeated glucose recovered 155 mg/dl, bicarbonate 13 meq/l and alp 102 u/l. Field service rep. Clean and deproteinize probes, checked the robotic transfer mechanisms. Precision check recovered within spec. System released back to the faciltiy. Discrepant results were not used in pt treatment.